Event description:
It was reported that the patient underwent an explant due to the intraocular lens (iol) being decentered in the optic. It was stated that the incision was enlarged made during removal of the lens and a suture was used. Another lens was implanted during the same procedure. No patient injury was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. The sample was received in two halves of the optic. One half of the lens was received without the haptic. The sample was inspected in microscope at 10x magnification. Visual inspection revealed surface residuals (fibers, particles and stains) on the lens surface. Surface residuals were compatible with handling the lens out of sterile environment and may be related to the explanting process of the lens from the eye. Conclusion: unacceptable results for cosmetic inspection were verified in the returned sample and are related to the lens handling during the implant/explants process.